Manufacturer narrative:
Should additional relevant information become available, a follow-up will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a leak, due to a hole, in the in the miniline of their pd catheter and as a result, the patient developed peritonitis. The cause of the hole was not reported. The location of the hole was not further specified and therefore it was not specified if the miniline was in reference to the patients pd transfer set. The treatment for and the outcome of the peritonitis were not reported. No further information was provided regarding whether the patient was hospitalized for the event or if pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.